Event description:
The customer reported the system was arcing and displaying an overload error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the high voltage tank. The system operates as intended.